Event description:
Customer reportedly obtained results of 225 mg/dl, 133 mg/dl, 153 mg/dl, 115 mg/dl, 143 mg/dl, 133 mg/dl, 143 mg/dl and 149 mg/dl on the advantage system within 10 minutes. Customer withheld breakfast in response to these results. No adverse event reported. Requested return of suspect system and replacement was sent.